Event description:
During a monarch bronchoscopy procedure, bleeding occurred following withdrawal of the scope and insertion of a cryoprobe. Biopsy was successfully obtained and the procedure was completed. No device-related issues were identified. The patient was transferred to the ICU for monitoring and discharged on (B)(6) 2026.